Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 239 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl. The customer experienced thirst, headache, low energy, stomach ache and excessive urination. The paramedics were called to transport customer to hospital. Customer was treated with insulin IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.